Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer also reported the usb port was not charging and loose. It was also reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Reportedly, blood glucose level was 80-117 mg/dl. Reportedly, customer continued using pump for insulin therapy.